Event description:
It was reported that during routine device check, post-paced t-wave oversensing was observed. Programming changes were made and the patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.